Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 at approximately 1:30am, the patient's husband found the patient unconscious and unresponsive. He called 911. It was reported that the patient did not receive device alerts prior to the event. Upon arrival, ems assessed the patient and checked her blood glucose via fingerstick, which was noted to be low; however, the exact value is unknown. Ems also inquired about the patient¿s cgm reading, which at that time was displaying three dashes with a ¿brief sensor issue¿ message. The patient was administered IV glucose by ems. The patient does not recall when the brief sensor issue began or how long it occurred before she lost consciousness. She was reportedly unconscious for approximately 30 minutes. She was not transported to the hospital. Prior to ems departure, her blood glucose had stabilized. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.